Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified mid left anterior descending (lad) artery. The 3.0x28mm left anterior descending (lad) artery was deployed and post-dilated with a 4.0mm quantum apex balloon to 12 atm. Following post-dilation it was noted that the implanted stent was elongated. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).